Event description:
I purchased a wearable willow series 3 breast pump and have had many issues using it over the past few months. Getting it to start on the first time happens less than 5% of the time, and I have to retry my connection 4-10 times every day. The app displays information that I need to reconnect one of the components every time, and it seems like there's no rhyme or reason for why it keeps giving me errors. The amount of milk it reports I produce is not very accurate. Recently it said I pumped 25 oz on one side, when the capacity is 5 oz. There are also sessions that don't register. Over time the noise the pump makes increases. I call repeatedly and they say the don't have records of my previous complaints. When I call, they will send me one of the five components when I believe they should send me an entire replacement rather than piecemeal things together. My concern with this is I need to use it at work. With these issues, I run the risk of not being able to expel my milk, or worst case might not be able to feed my child. FDA safety report ID# (B)(4).